Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt increase in pacing impedance measurements, from stable 800 ohms to greater than 3,000 ohms. The patient was evaluated in clinic, where atrial lead noisy signals were reproducible with isometrics and provocative maneuvers. Additionally, atrial tachycardia response episodes were inappropriately declared due to far field oversensing and artifacts. Furthermore, there was evidence of signal artifact monitoring events due to the out-of-range impedance measurements and minute ventilation chop. The ra lead was displaying frequent loss of capture, and the patient indicated that they were very symptomatic during automatic atrial testing. The physician suspected a potential ra lead fracture. Boston scientific technical services (ts) was also contacted, and potential programming options were provided. At this time, this ra lead remains implanted and in-service. No adverse patient effects were reported.